Event description:
It was reported that, during laparoscopic cardiovascular surgery, the root part of the device had heat excessively and was melted. The device was used as usual. Gen11 was used. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 4/5/2024. D4 batch #: u93643. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the device was received with thermal damage to the outer sheath of the blade in the clamping area. Due to the returned condition of the device, no functional testing could be performed with the generator. This damage could have resulted from not torquing the instrument properly to the handpiece, resulting in excessive heat generation. Please reference the instruction for use for more information. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch u93643, and no non-conformances were identified.